Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the monitors, and the disk drives, and reinstalled the software, and the configuration files. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system's monitor would not display an image. No patient injury was reported.